Event description:
Additional information was received that continued high out of range pacing impedance measurements were observed on the lv lead. The physician was going to consider possible lead replacement. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). The device is in possession of the hospital and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the lv lead continued to exhibit high out of range pacing impedance measurements and loss of capture (loc) at maximum output. A lead fracture was suspected. The device was programmed to ventricular only therapy and a lead replacement procedure will be considered. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture. Review of the patient's data revealed that the impedance for a couple of weeks. A fracture is suspected. During a conversation with boston scientific technical services (ts) the field representative stated that the physician opted to program the device to right ventricular (rv) therapy only and perform testing of the patient's ejection fraction along with monitoring the patient via the remote home monitoring system. Ts also suggested an x-ray. No adverse patient effects were reported.

Event description:
Additional information was received that this lead and cardiac resynchronization therapy defibrillator (crt-d) were later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product has been requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.